Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. PMA/510(k)# p860057/s022.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned and evaluated. Customer complaint of stenosis and calcification was confirmed. X-ray demonstrated heavy calcification on all three leaflets, commissure 3 bent, and wireform intact. Calcification restricted leaflet mobility and led to stenosis. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Exposed wire was observed near leaflet 1 on the inflow and outflow aspect and near commissure 1 on the outflow aspect. Sewing ring and cloth had multiple cuts around the valve.

Manufacturer narrative:
A supplemental MDR will be submitted when additional information is received.

Event description:
Edwards learned intervention was also taken due to aortic stenosis.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a bioprosthetic valve was explanted after an implant duration of approx 6 (six) years and 4 (four) months from a patient due to calcification of leaflets. The patient was noted to be in good condition after the procedure.